Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported atrial perforation appears to be related to procedural conditions. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report atrial perforation, prolonged hospitalization and medical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2019, a steerable guide catheter (sgc) was advanced to the mitral valve, and one clip was deployed, reducing mr. However, the patient¿s condition did not improve due to a left to right shunt that occurred when the sgc was removed from the patient. On (B)(6) 2019, the patient's condition remained the same; therefore, the shunt was treated with a closure device. The patient is stable. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.